Manufacturer narrative:
Investigation and repair was performed by out field service engineer. The pc board was replaced and a preventive maintenance was carried out. The compressor unit the passed all functional and safety test per factory specifications and was cleared for clinical use. The replaced pc board was not returned for investigation. As no goods were returned for investigation, the root cause of why the compressor alarmed for low pressure could not be determined.

Event description:
It was reported that the compressor generated an alarm for low pressure. Patient involvement is unknown. Manufacturer's ref #: (B)(4).